Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The patient had recently came from the cath lab. They had tried rebooting the console, and reconnecting the fo cable without success. They were advised that the fiber optic strand/catheter strand was damaged in some way, or moisture may have touched the tip/or connection point prior to the insertion affecting the fiber optic signal. We advised them to use an alternate arterial line. The iab central lumen was capped, and they are unable to aspirate blood. A radial was available but the pressure cable on the console didn't match the transducer. They planned to search for another cable, or a transducer that would align with the cable. They were advised in steps to take to connect and zero if the cable or transducer were located. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned was not a maquet product. Two kinks were found on the catheter tubing approximately 33.8cm and 75.4cm from iab tip. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken and the inner lumen was found occluded with dried blood confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 1 hour 35 minutes of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The patient had recently came from the cath lab. They had tried rebooting the console, and reconnecting the fo cable without success. They were advised that the fiber optic strand/catheter strand was damaged in some way, or moisture may have touched the tip/or connection point prior to the insertion affecting the fiber optic signal. We advised them to use an alternate arterial line. The iab central lumen was capped, and they are unable to aspirate blood. A radial was available but the pressure cable on the console didn't match the transducer. They planned to search for another cable, or a transducer that would align with the cable. They were then advised in steps to take to connect and zero and were able to use the patient's right radial arterial line to establish a pressure source. The iab was removed after approximately seven days of therapy. There was no patient harm or adverse event reported.